Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter was inserted into the patient¿s mouth and when the catheter was pulled towards the abdominal wall, ¿the catheter ruptured, and the specialist had to remove all the instruments.¿ they had to start again and the procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.